Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the seat upholstery was replaced in (B)(6) and it is tearing at the grommets.